Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a pin pushed back in the connector. Therefore, the reported condition was confirmed. It was determined that the pushed back pun was due to the connector not being properly aligned and forced into the female connector when plugging it into the console device. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during anterior cervical discectomy and fusion (acdf) surgery, it was observed that the motor device and console device had an intermittent operation while in use. As a result, there was a five minute delay in the surgical procedure. An identical spare motor device with the same console device were used to complete the surgery. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.